Event description:
The customer received questionable results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to a laboratory using a siemens sysmex ca-700 and dade innovin reagent. The result from the meter was 3.3 inr and the laboratory result within 30 minutes was 2.4 inr. The patient's therapeutic range was not known. There was no allegation of an adverse event. There were no hematocrit issues, overlapping heparin, antiphospholipid antibodies, or direct thrombin inhibitors. The coumadin dose had not changed. There were no changes to diet or medications and no illnesses or abnormal symptoms of bruising/bleeding. Quality controls were tested on the meter and both levels passed. The suspect meter a strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr; customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.0 inr; customer meter with customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.